Manufacturer narrative:
It was not possible to conduct a detailed analysis of the lot history, as the product code and lot number were not provided. This information is essential for assessing process performance and verifying any potential deviations. However, after evaluating the photograph and the samples received, we were able to confirm the reported incident. Without access to the lot history, it is not possible to accurately determine the root cause. Nonetheless, based on the fmea review for this process, the potential causes related to the incident are: bolted part, not a disc. Rebar in the guides. Misaligned discs. Material buildup in the feeders. Inadequate distance between the guides. This incident will be monitored to identify possible trends and prevent recurrence. As the occurrence is within the acceptable quality limit (aql) for the lot, no additional corrective or preventive actions are required at this time. We would like to reinforce that, for a more complete and conclusive analysis, the product code and lot number must be provided.

Event description:
Late sample. No additional information provided.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer slip 10 ml syringe plunger rod was broken / damaged. The following information was provided by the initial reporter: it was reported that the bd materials that presented damage during use/handling in the approximate period from september to november according to information. The items reported were: event 1: 1 bd luer slip 10 ml syringe ¿ cracked unit, with medication leakage during use (material available for withdrawal); event 2: 1 bd luer slip 10 ml syringe ¿ broke at the time of aspiration (material available for withdrawal).